Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was 139 mg/dl. During troubleshooting, customer placed old battery back into pump and stated that she would change battery when she gets home.